Event description:
The customer reported an intermittent column movement. No patient injuries were reported.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.